Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 1.0 ml on (B)(6) 2010. On (B)(6) 2011, the pt reported urge incontinence. The pt was treated with anticholinergic medication-vesicare. The physician assessed the event as mild in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urge incontinence is ongoing. A review of the device history records indicates the reported lots # 1017308 met all specs prior to release.